Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including a rechargeable ipg on (B)(6) 2010. It was reported that the amplitude for his stimulation increases without prompting. The alleged problem is said to occur sporadically and is positional in nature. A full diagnostic test was taken; however, no system impedance issues were observed. There are no plans for surgical intervention at this time. No further info is available at this time.